Event description:
The customer stated that she tested her blood glucose and received a reading of lo. She retested 5 minutes later and received a reading of 184 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The customer ended the call before it could be explained that the strips needed to be returned, so no product will be evaluated at this time.